Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. No resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. However, the dilator tubing was cut lengthwise, and evidence of skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Artmt100133838 ver. B fast-cath transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the skiving is consistent with not following the instructions for use.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, skiving was noted from the end of the introducer. A stylet had not been used and the non-abbott needle had been reshaped. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.